Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the pt expired. The pump was removed prior to cremation. No cause of death or relationship of the pt's death to the device or infusion therapy was reported. The pump contained lioresal 2000mcg/ml at the time of the pt's death. Additional information has been requested, but was not available as of the date of this report.